Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. A functional test was carried out without detecting any deviations. Motor control board (hms) was replaced as a precaution measure. Subsequent mechanical/electrical testing was completed without issues and the unit was returned to service. A complaints datbase review pointed out that no other similar issue has been submitted for the claimed pump since its installation in 2008. Based on the technical intervention, the most likely root cause of the reported issue is an internal temporary electrical failure, as bad/loose connections, a false contact or some oxidized electronics on the hms board. Taking into account the manufacturing year of the unit (2008), the wearing of electro-mechanical device may have contributed to the event.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a motor control failure error message during procedure. There was no patient injury.